Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance an unknown amount of interlink continu-flo solution set in which the male luer lock leaked when connected to a positive pressure valve. The event occurred during infusion of an unknown chemotherapy drug. There was patient involvement and the medication leaked onto the patient's back. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.